Event description:
A hand-bulb pump (normally used to provide emergency pneumatic power to a ventricular assist device) was being used in the operating room during implantation, to hand pump the vad prior to attachment to the pneumatic driver. The user heard a popping sound and a hole was noted in the circumference of the bulb. Another hand bulb was connected to the vad and there was no effect on the pt.